Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with anterior chicken wing anatomy. A watchman access system (was) was positioned and a 35mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. The physician made a total of four (4) recaptures to reposition the wds. Once position, anchor, size, and seal (pass) criteria were met, the closure device was released. After release, the physicians noted that the closure device shifted proximally. The closure device was retrieved with the use of a non-boston scientific (bsc) grasping device and catheter retrieval device. The patient remained stable throughout the entire procedure with no injury reported. The patient was kept overnight as a precaution and was discharged the next morning with no further complications.